Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that during procedure, the t's simultaneously deployed. A 5 minutes delay was reported. Procedure was completed with a back-up device. No patient injury was reported.